Event description:
It was reported via clinic notes that the patient had vocal cord paralysis following the vns implant surgery. The device was not turned on for a few months while the vocal cord paralysis healed. No additional relevant information has been received to date.